Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an audible alarm, decreasing in volume and slowing rhythm to eventual silence on connection to the ac power cable when the pump was in the power off status. Alarm not replicated when cable disconnected and then reconnected to pump. Pump power up as normal after the event and appears to program as expected. Other affected product is cadd rechargeable battery with ln-21-2160-51 and s/n(B)(6) . Event occurred during was unknown. It was not reported to FDA. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during investigation. The reported complaint could not be confirmed, and the root cause could not be determined.